Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have torn heat shrink tubing at the main tube interface. A piece measuring approximately 0.525¿ x 0.031¿ was missing. The instrument was found to have various scratches on the main tube measuring approximately 0.1555¿ - 0.0945¿ in length and axially aligned with the tube axis. Material was not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the cadiere forceps instrument was found to have the insulation of the shaft worn off and peeled. There was no report of fragment(s) falling inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the issue was identified during a da vinci-assisted surgical procedure. The customer used a backup instrument to continue the procedure and confirmed there was no piece/material missing at a portion of the device that enters the patient (distal end). The procedure was completed with no report of patient injury.